Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not returned.

Event description:
As reported by surgeon: "I see this patient with a very moderate instability in his knee. Operated on when he was young. On the x-rays, I see that the circlip locking the axle is gone..."